Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, serratia marcescens was misidentified as pantoea agglomerans. There was no report of patient impact.

Event description:
It was reported that during use with the panel phoenix nmic/ID-307, serratia marcescens was misidentified as pantoea agglomerans. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of serratia marcescens as pantoea agglomerans when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as p. Agglomerans on the complaint batch. To investigate, two retention panels from complaint batch 3241425 were tested using in house isolate s. Marcescens enf 9978 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels from the same material but different batch were tested using in house isolate s. Marcescens enf 9978 on a phoenix m50 machine and evaluated for identification results. All four panels tested identified the isolate as s. Marcescens, therefore, this complaint is not confirmed for misidentification. As part of the investigation, bd r&d performed an analysis/comparison between the bd testing lab reports and the customer lab reports. The customer binary review shows that the substrate reactions were more aligned with a pantoea agglomerans ID as opposed to s. Marcescens. Bd was not able to replicate the failure through investigative testing, however the binary file did show variability in substrate reactions from those expected. An overall review of gram-negative performance is on-going and will continue to be investigated. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. H3 other text : see h.10